Manufacturer narrative:
Awaiting receipt of device. (B)(6).

Event description:
It was reported the drill stops when button is fully depressed.

Manufacturer narrative:
An evaluation was performed by the supplier and could not confirm the customer complaint for the drill stops when the button is fully depressed. This device passed all testing. The information controller is indicating that the battery used is not good. It has low voltage which would cause this failure. No manufacturing related defects were observed. No further investigation is required.